Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic intractable pain. It was reported that when the lead was being fixed with an injex anchor, the anchor slipped and was not fixed to the lead; the issues occurred on both leads. The environmental, external, and patient factors that may have caused the event were that adhesion of the patient's fat to the lead could have made it slippery. The physician's opinion regarding the causal relationship was that fat adhering to the contact area between the anchor and the lead might be loosening the fixation. Lead deposits were wiped off, and in the following cases, the open wound was cleaned prior to anchoring to remove as much fat as possible. A tight ligation was performed on the anchor. There is no misalignment on both leads, and the issue has been resolved. It was reported that two anchors were used, but it was not a defect of the anchor itself; it is believed to be a looseness of fixation due to the fat in the patient's body and the fat tissue being attached to the lead. No health damage was reported.

Manufacturer narrative:
Concomitant medical product: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2023 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2023 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6) ubd: 06-oct-2026, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 29-nov-2026, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.